Manufacturer narrative:
Isi has not received the maryland bipolar forceps instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No image or video clip for the reported event was submitted to isi for review. A review of the instrument logs confirmed that the maryland bipolar forceps (part# 471172-17lot/serial# (B)(4)) was last used on (B)(6) 2022 on system (B)(4) with 11 uses remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that a fragment from the instrument possibly fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical radical prostatectomy with lymphadenectomy procedure, the maryland bipolar forceps instrument had broken cable. The same instrument was used to complete the procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.